Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin to resolve the issue.

Manufacturer narrative:
In use at the time of the event: cgm model: fsl2. Mobile os: android / android_galaxy s23 / 2.8 / android 16.